Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. As the suspected leads were not returned (discarded in the hospital), it is impossible to conclusively confirm/identify the issues reported. Given the stringent quality controls in place to prevent distribution of products with such damage¿and considering that the final product inspection did not detect this issue, it is suspected that the connector pin damage occurred inadvertently during the implantation procedure. Specifically, the damage may have resulted from abrupt or excessive force applied during the clamping or unclamping of the butterfly tool to/from the connector. In this instance, a sudden movement may have completely detached the connector pin from the lead. To prevent such mechanical damage, the physician¿s manual provides specific instructions for the proper detachment of the butterfly tool from the connector pin. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the procedure difficulties to retract the screw during the lead repositionning. The connector pin driven apparently broken.